Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that precedex (0.2 mcg/kg/hr) was initiated at 1015 at a rate of 3.5ml/hr, and 2 hours later reduced to 1.9ml/hr (0.1 mcg/kg/hr) due to the patient experiencing hypotension and bradycardia. By 1610, there was 5ml remaining in the bag, however the pump indicated a vtbi of 70ml. The initial vtbi was 85ml (15ml to prime the line). Two nurses double checked the infusion settings and pump, however no errors were found. The infusion was stopped; the line, medication and pump module were removed and the doctor was notified of the event. There was no patient harm reported.